Event description:
A high reading issue was reported with the adc device. The customer obtained a sensor scan of 450 mg/dl compared to bulit-in meter reading of 36 mg/dl. The results, when plotted on a parkes error grid, fell into the 'e' zone showing the difference in values to be clinically significant. The customer experienced symptoms of palor, trembling, sweating, and had difficulty speaking, requiring treatment of sugar and sugary drink provided by mother. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.